Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an intuition wire when treating the distal cx. The lesion exhibited severe calcification, severe tortuosity and 95% stenosis. A right femoral approach was used. No damage was noted to the intuition packaging. No issues were noted when removing the device from the packaging per IFU. The wire was inspected with no issues. The wire was prepped per IFU with no issues. The wire tip was formed by the physician. The lesion was pre-dilated. No resistance was noted when advancing the wire in the vessel, and no excessive force was used. The device did pass through a previously deployed stent, and the wire tip got caught behind a stent strut. Resistance was noted when attempting to remove the wire, and force was applied. The distal 3mm section of the wire fractured/ broke in the distal cx and remained in the patient. No damage was noted to the stent as a result of this event. An attempt to remove the detached wire tip using a snare was unsuccessful. The patient suffered a stroke approximately 3 to 4 hours post procedure. The patient had been given dapt during the procedure and prior to heading up to ICU. The physician does not believe that the stroke was related to the wire. The patient was discharged to hospice and died 3 to 4 days later (B)(6). This is the second time a wire tip detachment occurred in the patient. The physician noted that the patient also had a previous stent with a fractured wire behind the stent. This previous incident happened a few years ago at another hospital, with a non-medtronic wire.

Manufacturer narrative:
Procedural image review: images confirm the presence of the previously broken wire in the distal lcx. The target vessel for this treatment was also the lcx. The lesion was a diffuse calcified lesion in the proximal to mid lcx. The lesion was pre-dilated through the length of the lesion. An additional support wire was placed in the vessel and additional pre-dilation was performed prior to stent deployment in the vessel. One of the procedural wires was successfully removed prior to attempts to remove the second wire. The second wire appears to have broken and attempts to snare the broken wire were unsuccessful. The wire appears to have snagged in the newly deployed stents. Despite multiple attempts to snare the broken wire it remained in the vessel along with the original broken wire. Product analysis summary: as received the wire was coil wrapped and missing the distal tip. The proximal bond is stretched in a distal direction. The distal end of the wire is curled, and coil wire stretched and broken. End of core wire measures approximately 21cm from the proximal bond to distal end indicating approximately 1cm of the core wire is missing along with the solder tip, distal joint and double spring. 177cm from proximal end of wire shows a dark area where the distal bond joint was sheared from it. The distal end of the broken core wire shows an acute bend and necking. If information is provided in the future, a supplemental report will be issued.